Manufacturer narrative:
The complaint device was returned for evaluation. Incoming visual inspection identified a cracked and chipped case. Technical visual inspection did not identify any anomalies. Device evaluation found that the motor had failed confirming the reported event. The motor was replaced and the software was set to 4.1.5, the circuit boards were checked, the device was calibrated, and tested to OEM specifications. The root cause for the reported repeated failures was determined to be the failed motor. This type of event will continue to be monitored.

Event description:
Reportedly, post repair, the device has a motor rate error. It was unknown if there was patient involvement; however, no patient harm was reported. No additional information available.